Event description:
It was reported that blood leaked from the pre-filter pressure sensor 20 minutes after connection of the line during a patient¿s continuous venovenous hemodiafiltration (cvvhdf). There was a risk of hemorrhage or gas embolism; treatment was discontinued. The patient¿s blood was not returned, and as a result they experienced approximately 200-300 ml of blood loss. The patient was reconnected and treatment restarted with another bag (manufacturer unknown). The leak was visually observed at the red sensor top. There was no patient injury reported as a result of this event. The sample was reported to not be available for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Correction provided in g2. Investigation: the sample has not been received for evaluation. Batch production record controls resulted with conformity. Non-conformity was not observed during the manufacturing process. There is no other complaint reported for the subject batch. The reported event is adequately documented in the instructions for use and/or on the label. There is no indication that the reported failure relates to falsification. Retained sample visual inspection included component defect, assembly failure, conformity with the product specifications and leakage test. As a result of the inspection, no failure was detected on the retained samples. Possible reasons for the reported event include component defect on pressure dome/on tubes assembled with pressure dome, assembly failure between tube and pressure dome based on nonconforming tube diameter/nonconforming assembly process, and user handling process but not limited too. As a result of the machine files investigation, the pressure evaluation of the treatment shows no compelling reason for leakage of the pressure pad. The pressure values were within the normal range and at the end of treatment, the arterial pressure briefly dropped to approximately -500mmhg. The exact reason for the reported event could not be determined due to no sample returned for evaluation.

Event description:
It was reported that blood leaked from the pre-filter pressure sensor 20 minutes after connection of the line during a patient¿s continuous venovenous hemodiafiltration (cvvhdf). There was a risk of hemorrhage or gas embolism; treatment was discontinued. The patient¿s blood was not returned, and as a result they experienced approximately 200-300 ml of blood loss. The patient was reconnected and treatment restarted with another bag (manufacturer unknown). The leak was visually observed at the red sensor top. There was no patient injury reported as a result of this event. The sample was reported to not be available for evaluation.